Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the inventory controller failed during software upgrade. No patient involved. Controller was exchanged. Not patient involvement.

Manufacturer narrative:
This event was reported as a MDR event in error. This would not be likely to cause or contribute to a death or serious injury. The software upgrade is performed on the controller when it is not in use by the patient. This will result in annoyance and will not affect the functioning of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.